Event description:
While testing/validating chemical integrators a sterilizer cycle was run to ensure failure of the product. The product didn't fail as it should have. It passed demonstrating all three sterilization parameters were met even though all three sterilization parameters were not present. If there is no failure of product when it should fail it could have negative consequences for patient safety. Dates of use: 1988 - 2009. Diagnosis: used in sterile packaging for sterility assurance.